Manufacturer narrative:
The customer replaced free t4 reagent pack, which resolved the issue. Customer states they have not had any further issues.

Event description:
User reports while running patient samples for free t4, all resulted at > 7.7 ng per dl. User stated she replaced the free t4 reagent pack and the patient samples were rerun, which resulted normal/expected values. Two patient samples were involved with this issue as follows: sample 1, initial result gave > 7.7; repeated next day, gave 1.3 ng per dl. Sample 2, initial result gave > 7.7; repeated next day, gave 1.5 ng per dl. Initial results were released and corrected reports were sent out. The physicians were notified of the incorrect results. User did not know if patient's had been treated.